Event description:
Report received of an inability to deliver medication through clave ports. The tubing set was primed with an unspecified volume of normal saline. The tubing cassette was loaded into the pump and the set was connected to the patient's IV catheter. A second tubing set was primed with pitocin 20units/1000ml. This tubing cassette was loaded into a second pump and was connected to an unspecified clave port on the first tubing set. Upon initiation of the pitocin, the pump alarmed for an unspecified occlusion. The nurse disconnected the second tubing set containing pitocin from the clave port and reconnected it to a second clave port on the first tubing set. When the pitocin delivery was started, the pump again sounded an unspecified occlusion alarm. The nurse replaced the initial tubing set delivering the saline and reconnected it to the patient. The tubing set containing pitocin was reconnected to a clave port on the new tubing set and the delivery was initiated with no further alarm conditions reported. There were no reported adverse patient effects and no medical interventions were required.